Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed blood in the tubing line while using a flex infusion set and had recently inserted the set near the hip bone; customer care guided an infusion set and connector change and advised placement in the lower abdomen with more fatty tissue, reusing the same cartridge due to a recent change. Symptoms included a headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.